Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-118mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with all of the results below her expected range of 100mg/dl.